Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found confirmed the complaint where the device is no longer responsive. Possible battery circuitry issue. When placed on the dock, dut does not charge, does not response to a button press hard reset and battery leds continuously cycle rapidly. After main mcu firmware is erased and reflashed, dut operates as expected in runmode_mfg. (B)(4) was opened to disposition this issue. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a recharger for use with an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The rep reported that they were working with a new recharger that was not yet associated with a patient, it was an out of box failure. When they tried to pair the recharger to the handset, they got an error message with code 2702, indicating that the recharger needed to be reset. They tried resetting the recharger (by pressing and holding the power button down) and then got an error code 3167 and after that error code the recharger would not power up. The rep was transferred to repair department for replacement.